Event description:
Customer allegedly received the following results on the aviva meter within 10 minutes: 1. 200s-300s-range mg/dl and 130-160s-range mg/dl 2. Hi (greater than 600 mg/dl) and 130-160s-range mg/dl sets of readings were taken at different times. No adverse event reported. No actions taken based upon meter results. Requested return of suspect device and strips, and replacement was sent.